Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) alarmed with a yellow wrench alarm. The patient unplugged and re-plugged the mpu, but the alarm reoccurred. A loaner mpu was sent to the patient to use and their old mpu was said to be returning for repair.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.